Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the returned plasmablade 3.0s showed that the silicone insulation of the blade was pulled over the proximal end of the blade. The electrode blade remained fully intact. The silicone insulation may have been pushed forward when the blade was being cleaned by the user to remove the eschar build up. The root cause could not be determined. Review of the lot history record revealed no anomalies.

Event description:
It was reported during a bilateral breast surgery, the teflon coating on the blade peeled back. There was no patient impact.